Manufacturer narrative:
Review of the returned device identified carbonization on the motor connector which impacted device performance. Upon removal of the carbonization, performance was restored.

Event description:
Defibtech was notified of a rescue attempt where the user of the device reported it stopped performing compressions. They also reported that the patient was not resuscitated. The customer provided an event summary for the device which showed it performed 200 compressions before the device indicated limitation in ability of the device to properly move. No additional event or patient information was provided.